Event description:
It was reported that 9 pen ndl 32g 4mm pro experienced leakage. The following information was provided by the initial reporter: (1) I felt two-phase pains when inserting the pen needle. (2) leakage occurred after injecting the drug.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/12/2021. H.6. Investigation: eight sealed and intact 32g x 4mm pen needle samples were returned from lot. No. 0162452, cat. No. 320559. Visual examination and a clog test was carried out on the eight returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 9 pen ndl 32g 4mm pro experienced leakage. The following information was provided by the initial reporter: I felt two-phase pains when inserting the pen needle. Leakage occurred after injecting the drug.